Event description:
It was reported that this pacemaker was inappropriately sensing respirations. Technical services (ts) was consulted and recommended reprogramming and continue to monitor. Patient was near syncope when the heart rate dropped. The device remains in service. No additional adverse patient effects were reported.